Manufacturer narrative:
Serial number, lot number, expiration date, UDI, date of implant, date of explant and device manufacturing date were inadvertently reported in the initial report. The device information is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure on (B)(6) 2019, the physician could not place the scs lead at the desired level due to scar tissue. As a result, the procedure was abandoned.